Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that she had faced bent cannula. Reportedly, her blood glucose was raised, and she experienced diabetic ketoacidosis. She went to the emergency and stayed there for a few hours where she received intravenous insulin drip and some unspecified fluids. The blood glucose level was 400 mg/dl, when she arrived at the emergency room was and it elevated to 600 mg/dl while she was in the emergency room. She was sick, thought that her cannula was bent and stated that the ketone levels were dangerous. She was stable, when she left the emergency room. Subsequently, she was admitted to the regular floor, where she was treated with some unspecified fluids and insulin drip through a syringe which resolved the issue after a few days. There was no permanent damage to the patient and she was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.